Event description:
It was reported that during an unspecified procedure, insertion difficulties occurred. The target lesion details are unknown. The physician was unable to insert an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).